Event description:
This is being filed to report a pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During insertion of the steerable guide catheter (sgc) over the guidewire, the wire was noted to be in the left atrial appendage (laa) but was able to be removed. The procedure continued and one clip was successfully implanted. Following clip deployment and prior to retraction of the clip delivery system (cds) into the sgc, while moving the cds anteriorly and away from the valve, the device was maneuvered quickly with the release of the m knob and imager lost sight of the mandrel for a brief moment. Once relocated, the mandrel was noted to be positioned posteriorly. The cds and the sgc were removed and the procedure concluded with mr reduced to <1. Echocardiography was performed following the procedure and revealed a pericardial effusion. The patient was brought to the recovery room and kept intubated for an additional 20 minutes while the size of the effusion was monitored. A few hours later, the effusion was noted to have increased slightly in size to 1 cm and a pericardial drain was inserted to drain the effusion. The patient remained stable. The physician was unsure of when in the procedure the effusion occurred or the cause for the pericardial effusion. It was noted that the presence of the guide wire in the laa or losing sight of the mandrel during cds removal could have caused the effusion. There was no clinically significant delay in the procedure reported and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported pericardial effusion appears to be due to procedural conditions. Additionally, pericardial effusion is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.